Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused a 100 ml bag of metronidazole during therapy (rate and dose unknown). The device was programmed to infuse 105 ml and it was reported that the nurse needed to infuse an additional 15 ml to finish the infusion. There was no patient injury or medical intervention associated with this event. No devices/serial number was identified in relation to this issue; no additional information is available.